Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2010. Later the patient experienced urinary retention, urethral retention, suprapubic pain and sharp pain inside the bladder. On (B)(6) 2014 the patient was admitted to the hosp; a renal ultrasound was ordered for hydronephrosis and urinary retention. The ultrasound showed anatomically normal kidneys and decompressed bladder secondary to indwelling foley catheter. The patient was diagnosed with urethral retention status post mid urethral sling; an excision of the urethral sling was performed on (B)(6)2014; noted that the sling felt like it had folded in on itself.